Event description:
The hosp alleged that a central station did not audibly alarm during an episode of asystole. The staff responded to tend to the pt, who later died.

Manufacturer narrative:
While at the hosp, the spacelabs field service provider learned that audible alarms were present at the bedside monitor during the incident but that the bedside volume was set very low. The hosp staff confirmed that the central station alarm tones were not enabled during the incident, but then enabled after the fact. The hosp staff acknowledged that this was the cause of the central station failing to sound an alarm. The equipment was tested and was proven to recognize and sound alarms per specification. All findings are that the device is performing to specification.